Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break? Yes. Has the white cloth pad broken? No. Is the white fabric cushion completely missing from the device's securing arm? No. The white cloth pad did not break. The jaw that broke was the black. What efforts were made to locate the pieces of the jaw during the procedure? The piece was found, but when trying to remove it through the trocar portal, it probably got hooked on the subcutaneous tissue and was no longer found. Viewed only by the image intensifier, but could not be found on the patient. Also performed ultrasound. Has this procedure been converted to an open procedure? No. The doctor chose not to convert the procedure. Left the fragment in the patient. Are there any plans to locate the parts? No. The doctor wants to leave on the patient. And, according to him, he explained to the patient and told her that it would be something that would not harm her. Was there any change in patient care as a result of this event? No. Has the prolonged surgery time due to the problem with the device changed the patient care plan? The doctor reported that he would leave the patient more time in observation on account of what happened. Was there any other action taken by the prolonged surgery time? No. Did the patient need any different type of postoperative care due to the prolonged procedure? No. What is the current condition of the patient? According to a doctor's report, the patient is excellent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy, the harmonic jaw broke, remaining in the patient cavity. The fragment was found, but when trying to remove it through the trocar portal, it hooked on the skin and was no longer found. The fragment was seen in the image intensifier, but the doctor was unable to remove it and left it in the patient. The procedure was delayed for 60 minutes but was completed successfully. In a later conversation with the patient's doctor, he said that the patient is doing great. An image intensifier and ultrasound was done.

Manufacturer narrative:
(B)(4) date sent: 5/18/2022 d4 batch #: v94z4g investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.